Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test, however unit was received with high active current, high sleep current, and unexpected battery power loss shown in power graph. Problem isolated to electronic assemblies.

Event description:
It was reported that the insulin pump had replace battery alert. The customer¿s blood glucose level was 12.9 mmol/l at the time of call. The customer received a low battery alert prior to the replace battery alert. The customer stated that the battery was not previously used. Customer stated that the battery cap not loosed, cracked or damaged. Troubleshooting was performed. Customer stated that the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised to the insulin pump would need to be replaced and they may continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.